Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had multiple issues. A field service engineer replaced drawer four with new position sensor, close sensor, retractor band drawer, control board and pixie bus module controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a hardware failure. The customer reported that the user was able to remove the med from another station and there are no pro long delays. There were no adverse events or injuries reported as a result of this incident.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a hardware failure. The customer had rebooted the station but still issue persist. The customer stated that they had to access the medications from another pyxis station that caused a delay in patient care. As per part investigation, it was determined that the issue was caused by crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie, which resulted in thermal damage and ultimately compromised the drawer¿s functionality. There were no adverse events or injuries reported as a result of this incident

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer. Correction: section h imdrf annex f and section d unique identifier (UDI) and medical device model. The reported condition of drawer failure was confirmed during fse testing and subsequently confirmed in the dchu testing process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that, upon investigation, multiple issues were identified, requiring the replacement of several components. Drawer four was fully refurbished with new electronics, including the position sensor, closed sensor, retractor band, drawer control board, and pixie bus module controller board. During dchu visual inspection: p/n 353844-01: was received with copper strands in contact with adjacent copper strands. P/n 331392-01: the part showed no signs of physical damage, fluid ingress, loose or missing components. P/n 151903-01: the part showed no signs of physical damage, fluid ingress, loose or missing components. P/n 151612-11: the part showed no signs of physical damage, fluid ingress, loose or missing components. P/n 353949-01: the part showed no signs of physical damage, fluid ingress, loose or missing components. P/n 353839-01: the part was received with significant wear observed on the keys. During dchu testing: p/n 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. P/n 331392-01: passed the dmm and hta testing. P/n 151903-01: passed the dmm and hta testing. P/n 151612-11: passed the dmm and hta testing. P/n 353949-01: passed the dmm and hta testing. P/n 353839-01: no further testing was required due to significant wear observed on the keys during the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of medes failed hardware, required maintenance was due to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie (p/n 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.